Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations.

Event description:
Information received by medtronic indicated that the customer reported as getting an error message when trying to check for update and something went wrong while searching for an update. Troubleshooting was performed and it was reported that the error has occurred during update download and can able to access a web page and connectivity and reported that the updater application is allowed to use the cellular data force close and relaunch the app doesn't resolve the issue. No harm requiring medical intervention was reported. The customer will continue using the app and the device will not be returned for analysis.

Manufacturer narrative:
An attempt to reproduce the reported event using fota app version 1.3.3 installed on iphone 12 mini (os 16.5.1) with mmt-1880 pump (software version 6.12.4) was conducted, and confirmed the issue is not reproduced. Two attempts were performed to reproduce the issue. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in requirement 3551327 document d00459457, version g. After investigating the app logs, we have determined that the fota app meets all requirements, and no issues were found. We have determined that the problem is related to the pump's side and should be investigated by their team. After further research, known steps for successful wireless software installation to 780g have been exhausted at this time. While additional research is continued, a 780g hardware pump replacement can be shipped to customer to resolve their software installation escalation. The helpline was requested to create an svn ticket against the pump product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.